Event description:
It was reported that device embolization was noted at the 45 day follow up. A left atrial appendage (laa) closure procedure was performed. A 33mm watchman laa closure device & delivery system (wds) was implanted. At the 45 day follow up, a transesophageal echo did not reveal that the device was in the heart. Fluoroscopy and computed tomography angiography (cta) scans were performed to confirm that the closure device had migrated into the descending aorta. A fluoroscopy guided retrieval was performed with a needle eye snare and the device was successfully removed from the patient. The patient did not have any symptoms leading up to the 45 day follow up.